Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the devices were not communicating. A technical support specialist (tss) dialed into the enterprise server and pulled the data synchronization logs from the station, where an error was found during retrieving upload message processing status. The tss applied the fix on each affected station by connecting through remote smart service (rss) and running the power shell command to restart the data synchronization device service. After this, the disconnected mode cleared from the station status. A query on server sql management studio showed that most stations had been manually changed at the server level for critical override. The customer reported network issues across several facilities. The tss traced all stations in disconnected mode from health site viewer and continued restarting the data synchronized service on all affected devices, applying knowledge article sync 2.0 all devices not communicating deadlineexceeded to the remaining 38 stations. The tss confirmed with the facilities via email that the issue was resolved and all devices were communicating. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices across the hospital were not communicating with the server and were placed on critical override. Example station included sf1rad, sf6icu, and sf1triage. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices across the hospital were not communicating with the server and were placed on critical override. Example station included sf1rad, sf6icu, and sf1triage. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.